Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluro system was showing generator busy message for two times. Review of the system log file showed that the x-ray generator had errors and warnings. As a part of troubleshooting, fse identified that miu had low voltage error, 3 phase voltage issue for which fse checked all possible loose connections and restarted the system. After all the repairs and restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evalution method code was corrected.

Event description:
It has been reported to philips that the system intermittently displayed a generator busy message. Philips has started an investigation of the complaint.